Event description:
Removal of left subclavian port a cath and placement of new right subclavian port a cath device. Also emergent retrieval of broken catheter tubing from right atrium thru to right ventricle across tricuspid valve through percutaneous loop retrieval.